Event description:
It was reported that the patient underwent a transplant. The patient had a right ventricular assist device (rvad) after left ventricular assist device (lvad) implant and had an increase heart transplant urgency status. The transplant was not device or therapy related.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: 4868 ¿ hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Although the patient reportedly had a history of right heart failure prior to lvas implant, section 1 of the IFU lists right heart failure as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced high rise in pulmonary artery pressure and central venous pressure and right ventricular shrink. The right heart failure existed before left ventricular assist device implant.